Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that when patient sat down on their chair they got an awful jolt of lightning in their vagina. Patient's representative thought perhaps their lead moved. Patient mentioned the stimulation was uncomfortable and causing them a lot of pain, and that they had already reduced their stimulation and was at a comfortable level. No further complications were reported.